Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to pace a 69-year-old male patient, the device displayed "defib fault 72" and " "pacer fault 117" message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was evaluated by zoll medical corporation. The customer's report was duplicated and attributed to the pace/defib engine board. The pace/defib engine board was replaced to resolve the report and scrapped. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.